Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable drug infusion device. The drugs being delivered were 1.0 mg/ml hydromorphone at 0.0064 mg/day, 10 mcg/ml clonidine at 0.064 mcg/day, and 1.0 mg/ml bupivacaine at 0.0064 mg/day. The reason for use was non-malignant pain. It was reported that the pa disabled code was seen on the ptm (personal therapy manager). The patient was seeing a screen saying "your ptm is not coupled" and started seeing this on monday ((B)(6) 2018). She then checked the pump while on this call and it is actually a "pa disabled" screen. She saw her hcp on (B)(6) 2018 and stated, "it started after that it seemed, so I don¿t know if they did something or not, it was just for a consult. I¿m having the pump removed because I have fibromyalgia and it hasn¿t helped with it." She stated that the pump aggravates the fibromyalgia pain. The pump ¿did help in the beginning, then about a month after it was put in (2018) the it started hurting and it¿s just really poking at me in my back." The code was not resolved on the call. The patient was redirected to the healthcare professional (hcp). The patient stated that the fibromyalgia pain "has nothing to do with the pump, it¿s me.¿ there were no further complications reported/anticipated.

Manufacturer narrative:
Corrected information. If information is provided in the future, a supplemental report will be issued.